Manufacturer narrative:
The field service engineer visited the site and examined the system. System failed a system check. The fse performed a preventive maintenance and noted the instrument was very dirty with wash buffer spills in the wash carousel. Additionally, the mixer rollers, bearings and the precision pump and wash pump timing belts were coated with salt deposits and dirt. The fse replaced the mixer rollers, bearing and timing belts. The fse repeated the system check. All portions passed within specifications. Although the fse addressed multiple hardware issues, no clear root cause can be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
The customer reported that an erroneously elevated accutni (troponin) result for one pt was generated by the unicel dxc 600i synchron access clinical system. A second sample taken two hours later yielded a result within reference range. The initial sample was retested on a different system and the results correlated with the second sample draw. The results were reported out of the lab. It is not known if there were any changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.